Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 304, 193 and 127 mg/dl. Rptr did not have any symptoms. A control solution test was within range 133 (101-152).